Event description:
The doctor claims that the graft leaked blood (quantity unknown) when the clamp was removed. The graft was removed. The procedure was continued successfully with another graft. The patient's condition is fine. The doctor discarded the graft that leaked.